Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a nadir of 65 mg/dl after a rapid decrease from earlier elevated glucose, with lows recurring over approximately 30 to 45 minutes; device low alerts were received, and the user self-treated with oral carbohydrates (skittles) and planned to use peanut butter crackers per education provided. Symptoms included no loss of consciousness, no dizziness, and no need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting with user education on treating lows with 15 g carbohydrate and monitoring every 15 minutes. Investigation of this case revealed no device malfunction reported and user responded to carbohydrate treatment. It was concluded that the event was hypoglycemia with cause unclear.